Event description:
<P>it was reported that a malfunction code appeared on the customer's device prior to any notable events. No adverse impact to the customer's blood glucose level was observed as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided information on how to do so, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue happened again, which the customer acknowledged and understood.</p>